Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative, following up with the site, replaced the umbilical (mvs) interface cable and atp board. The medtronic representative then performed an imaging system check-out, all areas passed. System performed as intended. The umbilical (mvs) interface cable and atp board were returned to the manufacturer for analysis. Both devices were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while prepping for a spinal fusion the imaging system showed the following message, "initializing please wait." The surgeon opted to complete the procedure without the use of the imaging system. There was no impact on patient outcome.